Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that the fill valve from a dry acid 132 gallon unit mixer was leaking, then it ¿flashed and popped¿ [sic]. The biomed stated there were no obvious scorch marks found. Following the event, the biomed said the mixer would not fill in the final fill and there were 0 volts going to the valve. The biomed was advised to change the fill valve and the control board. Additional details were provided upon follow-up with the biomed. The biomed was not at the facility at the time of the event. The biomed was told by staff that a loud pop had occurred, and the reflection of a flash was then seen on the wall. Per the biomed, the loud pop and flash seemed to be symptomatic of arcing. Afterwards, a burning smell was noticed coming from the mixer. The staff told the biomed that the smell was noticed all the way out on the treatment floor. When the biomed arrived to inspect the mixer, they also noticed a burning smell, but it was contained within the water room at that point. The biomed stated that a replacement fill valve and display board were shipped to the facility. When the biomed first spoke with ts, they were told that when the fill valve shorts, it often shorts all the way back to the main display board. The biomed first tried to fix the machine by only replacing the fill valve, but this did not suffice. It wasn¿t until the display board was also replaced that the machine started working properly again. The biomed confirmed there was visible thermal damage on the fill valve ¿ one of the corner edges was slightly cracked and melted. The biomed said the solenoid had shorted. When the biomed took a closer look at the part, they noticed that the unions on the fill valve did not seem to be very tight. The biomed thinks that acid leaked onto the solenoid itself which most likely caused the short. The biomed confirmed the mixer was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Both the fill valve and display board were confirmed to be original fresenius parts. The biomed confirmed there have been no further issues during the final fill and the mixer was fully functional again. It was also confirmed that the board and fill valve were both returned for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: the fill valve and display board were returned to the manufacturer for physical evaluation. An exterior inspection of the fill valve revealed thermal damage to the valve coil, cracks in the casing, and residue (debris) on the valve body, terminals, and casing. The resistance measured across the hot and neutral terminals was found to be shorted. The exterior inspection of the display board found no damage. However, the fill valve relay failed to function when the returned display board was tested with a display board test fixture. The failure was traced to a defective switch in relay k1. A burning smell did not occur during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the investigation, the reported complaint has been confirmed.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that the fill valve from a dry acid 132 gallon unit mixer was leaking, then it ¿flashed and popped¿ [sic]. The biomed stated there were no obvious scorch marks found. Following the event, the biomed said the mixer would not fill in the final fill and there were 0 volts going to the valve. The biomed was advised to change the fill valve and the control board. Additional details were provided upon follow-up with the biomed. The biomed was not at the facility at the time of the event. The biomed was told by staff that a loud pop had occurred, and the reflection of a flash was then seen on the wall. Per the biomed, the loud pop and flash seemed to be symptomatic of arcing. Afterwards, a burning smell was noticed coming from the mixer. The staff told the biomed that the smell was noticed all the way out on the treatment floor. When the biomed arrived to inspect the mixer, they also noticed a burning smell, but it was contained within the water room at that point. The biomed stated that a replacement fill valve and display board were shipped to the facility. When the biomed first spoke with ts, they were told that when the fill valve shorts, it often shorts all the way back to the main display board. The biomed first tried to fix the machine by only replacing the fill valve, but this did not suffice. It wasn¿t until the display board was also replaced that the machine started working properly again. The biomed confirmed there was visible thermal damage on the fill valve ¿ one of the corner edges was slightly cracked and melted. The biomed said the solenoid had shorted. When the biomed took a closer look at the part, they noticed that the unions on the fill valve did not seem to be very tight. The biomed thinks that acid leaked onto the solenoid itself which most likely caused the short. The biomed confirmed the mixer was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Both the fill valve and display board were confirmed to be original fresenius parts. The biomed confirmed there have been no further issues during the final fill and the mixer was fully functional again. It was also confirmed that the board and fill valve were both returned for evaluation.

Manufacturer narrative:
Correction: the following h6 code was inadvertently omitted from initial submission: "c62908 - melted" the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that the fill valve from a dry acid 132 gallon unit mixer was leaking, then it ¿flashed and popped¿ [sic]. The biomed stated there were no obvious scorch marks found. Following the event, the biomed said the mixer would not fill in the final fill and there were 0 volts going to the valve. The biomed was advised to change the fill valve and the control board. Additional details were provided upon follow-up with the biomed. The biomed was not at the facility at the time of the event. The biomed was told by staff that a loud pop had occurred, and the reflection of a flash was then seen on the wall. Per the biomed, the loud pop and flash seemed to be symptomatic of arcing. Afterwards, a burning smell was noticed coming from the mixer. The staff told the biomed that the smell was noticed all the way out on the treatment floor. When the biomed arrived to inspect the mixer, they also noticed a burning smell, but it was contained within the water room at that point. The biomed stated that a replacement fill valve and display board were shipped to the facility. When the biomed first spoke with ts, they were told that when the fill valve shorts, it often shorts all the way back to the main display board. The biomed first tried to fix the machine by only replacing the fill valve, but this did not suffice. It wasn¿t until the display board was also replaced that the machine started working properly again. The biomed confirmed there was visible thermal damage on the fill valve ¿ one of the corner edges was slightly cracked and melted. The biomed said the solenoid had shorted. When the biomed took a closer look at the part, they noticed that the unions on the fill valve did not seem to be very tight. The biomed thinks that acid leaked onto the solenoid itself which most likely caused the short. The biomed confirmed the mixer was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Both the fill valve and display board were confirmed to be original fresenius parts. The biomed confirmed there have been no further issues during the final fill and the mixer was fully functional again. It was also confirmed that the board and fill valve were both returned for evaluation.